Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. Although it was not reproduced it is likely the error occurred temporarily due to a defective generator board, user error, or defective foot switch. The cause of the failure was one of the following: interference from the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). The user activated the footswitch while the generator was booting up (temporary fault caused by user action). A defective footswitch due to short circuit in the plug (temporary fault). A defective footswitch due to defective reed contact (temporary fault). A faulty cable connection between the high voltage power supply (hvps) board and generator board (temporary or permanent fault). A faulty cable connection for the output signal between the generator board and relay board (temporary or permanent fault). It was further noted that an e433 error is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal, which is set for testing, falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device has not yet been returned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was displaying an e433 error. The reported problem was found during preparation for an unspecified procedure. There was no harm or user injury reported due to the event.